Event description:
Clinic notes dated (B)(6) 2013 indicate that the patient has a past medical history of sleep apnea. It is unknown if the vns is related to the patient's sleep apnea. The notes indicate that the patient experiences problems with her breathing at high duty cycle so the settings were adjusted. The notes indicate that the patient felt better after the setting adjustment and device diagnostics were within normal limits. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Further follow-up revealed that the patient has not been seen for reassessment; therefore the relationship to vns is unknown.